Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure date and name of initial surgical procedure were the tvt-o and prolift implanted on the same date? The diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications product code and lot # of tvt-o? What is physician¿s opinion as to the etiology of or contributing factors to this event? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? Mesh exposure site/location, symptoms and diagnostic confirmation? Describe any medical/surgical intervention for exposure including dates and surgical findings. Please specify which mesh (prolift or tvt-o) was partially removed during each partial mesh excision. What is the patient's current status? A manufacturing record evaluation was performed for the finished device batch, and no non-conformance's were identified. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. 2210968-2020-09552 will capture events related to tvt-o mesh. 2210968-2020-09553 will capture events related to prolift mesh. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a vh ssf anterior procedure, posterior native tissue repair and sling procedure on (B)(6) 2020 and mesh was implanted. The patient experienced repeat mesh exposure and underwent mesh excision on an unknown date. Additional information will be requested.